Manufacturer narrative:
The complaint was confirmed with the data log and blocked feed port. Blocked feed port caused high column pressure and low external. Damaged power input due to the wear and tear on gold pad. Compressor mounts damaged due to the compressor vibration.

Event description:
It was reported that the patient device displayed a low oxygen and column replacement warning. The patient's sister reported that the patient passed out due to lack of oxygen. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.